Event description:
It was reported that the device was explanted after implant duration of zero days. On 09/15/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to an unsuccessful ring repair. Per the operative report: "an attempt at mitral valve repair was simle ringing with simple annuloplasty and was unsuccessful."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.